Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke into two pieces. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Persona articular surface provisional (ps tasp) was received with complaint for investigation. Visual inspection of the returned device shows the device fractured in two pieces with nicks/gouges present; all pieces were returned for examination. This known reported issue is being/has been investigated through corrective actions. This device is used for treatment. A complaint history review was performed for product part and lot number combination which identified that, no additional complaints were returned. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 1 year 8 months before it fractured, which was manufactured in sep 2014 and has been used in an unknown number of surgeries. The fractured tasp component in this complaint was manufactured before the design modification. It is likely that the device fractured due to some design issue.